Event description:
It was reported that during use the cardiosave intra aortic balloon pump (iabp) shutdown. There was no patient harm.

Manufacturer narrative:
E1 additional reporter name is (B)(6). Updated field : b4 , g3 , g6 , h2 , h11 corrected field : b5 , e1 ( event site telephone ) , h6 ( medical device ¿ problem code , type of investigation ).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was shutdown and after restart of the machine system error #13 occurred. There was no harm reported.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name : (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and confirmed (system error #13 occurred upon restart). When checking the lift, the software could not be started and the initial screen was not displayed. Damage to the capacitor on the backplane board was also confirmed. The fse backplane board (0670-00-1163) was replaced and the fse removed dust from unit. Operation confirmed to be good. After each operation, we checked the operation based on the inspection record sheet and confirmed that it is currently working properly.